Manufacturer narrative:
Email (B)(6). Device evaluation: visual analysis of the returned device identified one extended opening and flat creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one sharp edge opening in the shell with nick other and one opening smooth. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening in the shell with nicks in the side anterior assessed as surgical impact opening. One extended smooth opening on radius assessed as smooth opening. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare provider called to report a right side exchange from textured to smooth due to concern with the product. Healthcare professional reported right side capsular contracture baker grade IV. The device has been explanted.